Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message upon scanning the adc device on the same day of application. Due to this, the customer was unable to monitor glucose while she felt hypoglycemic and "could not keep much food down." The customer was taken to the hospital where she was diagnosed with hypoglycemia and received unspecified IV and gravol. There was no report of death or permanent injury associated with this event.